Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted. The device was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 110 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.